Manufacturer narrative:
Concomitant medical products: 5038 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection at the implant site. The device was later replaced by a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.